Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The consumer reported a settings not available screen (screen 59) while trying to increase stimulation on his right side since (B)(6) 2016. It was noted the patient was currently on the right side at 6.0. It was reviewed to decrease amplitude to 0.0 ma and then try to increase amplitude to effect (7ma). This had not resolved the message. The representative helped the patient switch to the left side and increase stimulation but the patient was not able to feel stimulation. It was noted the patient had tried both the left and right side. The patient had "never felt stimulation" and had not seen an improvement in his symptoms. Additional information received four days later via the representative reported there was a lack of stimulation due to lead migration. The patient was instructed to turn off the system and would see the physician (B)(6) 2016. No interventions had been done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.